Event description:
It was reported that the customer received a motor error during priming. It was also reported that the customer was unable to rewind pump. Customer's blood glucose level at the time 84 mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received motor error alarm during rewind due to encoder out of phase. Unable to perform excessive no delivery test due to motor error alarm at rewind. Insulin pump received with minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and cracked lcd window.